Manufacturer narrative:
(B)(4). Product returned and investigation completed on 5/03/2016, inspected the returned syringes and only one of the (B)(4) packs in the box of (B)(4) was opened. (B)(4) syringes pulled from the returns; (B)(4) from the opened pack and (B)(4) from other unopened packs. Each syringe was inserted into a full insulin bottle and drew insulin into the syringe. No problems were noted. All drew insulin. There is no evidence that the syringes are defective. Customers' complaint could not be duplicated. Customer must have been unfamiliar with the use of the syringes and bottled insulin. Most likely underlying root cause of malfunction: user error. Manufacturer contacted customer to follow up on daughter condition; customer's mother informed that daughter blood sugar is down (199mg/dl) and feeling fine, replacement product was received but not used yet.

Event description:
Consumer's mother reported that syringes are not drawing up insulin. Daughter told the mother that syringe had no whole to take insulin, therefore, customer was unable to administer medication. The customer reported symptoms of thirst and blurry vision. Mother stated her daughter received medical attention by doctor on their small town. The customer performed blood glucose test and produced test results of 500 mg/dl. The customer only tried one syringe. The customer walked to the physician's office and insulin was administered, after her glucose was in 400mg/dl.